Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7019306. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a successful venous puncture, the nurse found the bd pegasus¿ safety closed IV catheter system e-tubing leaking during infusion. There was no report of injury or medical intervention.